Event description:
Complainant alleged that during biomedical dept's routine testing and preventative maintenance of the device, the device displayed error message code "error 70" on the monitor screen.